Manufacturer narrative:
A specific cause for the patient''s driveline infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced thrombus was reported under medwatch report #. (B)(4). Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 1 year and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that while at (B)(6) institute for transplant evaluation, the patient was admitted and an open driveline debridement was performed. The patient was started on IV cefepime, and continues antibiotics with no stop date. The patient returned to (B)(6) to prepare for a move to (B)(6) in (B)(6) 2017. A wound vac was placed on the patient prior to leaving (B)(6). Antibiotics and wound vac were continued once patient returned to (B)(6). The patient¿s regime upon discharge was 5 mg on wednesday; 2.5 mg all other days with an inr goal of 2-3. No additional information provided.